Event description:
This lead was explanted and replaced because the shock impedance values were below 25 ohms. The value had been measured several times intermittently over the past few months and it remained below 25 ohms each time. The physician suspected an insulation break. The insulation was compromised by the physician at the time of explant by piercing the lead to gain access to the same vein. The hospital said they accidently discarded this lead. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.